Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 20. Block e1 (initial reporter phone): the other phone of the initial reporter is +(B)(4). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, before the truetome 44 was used, it was noticed that the cutting wire coiled around the catheter and the cutting wire was cut. Additionally, it did not conduct current when connected to an electrosurgical unit. The procedure was completed with a different device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.